Event description:
Customer stated they experienced repeated periods of difficulty navigating insulin pump menu due to the down arrow being initially less responsive and then failing completely. Similar issues affected the other buttons stated. Initially customer was able to restore button function by releasing the battery but over the time they were unable to restore functions. Insulin pump was returned for analysis.

Manufacturer narrative:
Retainer = clear. Case type = ngp customer returned the device for alleged unresponsive button (down arrow) found on (B)(6) 2021. The device was received with no down arrow button response. The pump passed the keypad voltage test however, unable to perform the self test and displacement test due to no button response. Found flattened down arrow and select button dome switches (no crease) during the keypad voltage test. The device was cut open to perform a visual inspection. No physical or moisture damage were found on the electronic assembly (electrical board1 and 2), the keypad flex tail, keypad assembly, vibrate harness assembly, the motor, and force sensor. No button response is due to flattened button dome switches. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, and pillowing keypad. No button response is confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Customer stated that buttons were not function properly. No harm requiring medical intervention was reported. The device will not be returned for analysis.